Event description:
It was reported that a cartridge alarm 1 occurred. Customer reverted to an alternate method of insulin therapy. In addition to the cartridge alarm, it was reported that the customer experienced a minimum fill notification occurred. There was no reported adverse impact to the customer's blood glucose level.